Event description:
As reported, approximately 4 years post op the initial left tsa, this (B)(6) male patient was revised due to the glenoid shearing off the central peg. The pegs remained in bone and the poly disassociated from them. The surgeon revised this patient to a biomet mini baseplate and glenosphere and equinoxe stem. Patient was last known to be in stable condition following the event. Devices will not be retuning due to hospital policy.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: 300-62-03, 03140822 - stemless humeral comp integrip, cage, size 3; 310-60-47, 104875004 - stemless humeral head extra short, 47mm (beta).

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of failure of the cage glenoid component. Possible contributing factors include but are not limited to incomplete or off-axis seating of the glenoid component at the time of implantation, patient conditions, and/or a post traumatic event. The root cause of the failure cannot be determined because the device was not returned for evaluation. Section h11: *the following sections have corrected information: (f10) adverse event problem: please disregard. These were entered in error.